Manufacturer narrative:
Continued initial reporter postal code: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture of implant".

Event description:
Healthcare professional reported right side "rupture", ¿calcifications¿ and "edges of irregular morphology". Device remains implanted.